Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
The surgeon had one cephalad screw partially back out on a 1 level plate, which was discovered at 7 weeks post exam. Patient is being monitored with no plan for intervention.